Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the stent (subject device) was missing, after further investigation, it is suspected that microcatheter used was too big and stent (subject device) had possibly deployed at the base of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device was returned detached and the reported lot number was confirmed from the returned packaging. During visual inspection, there were no anomalies noted to the stent delivery wire or the introducer sheath. The deployed stent was not returned. A functional test could not be performed as the stent had been deployed. The stent delivery wire moved freely within the introducer sheath. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the subject stent was deployed inside a microcatheter for delivery. As per the stent dfu, the device is compatible with stryker neurovascular microcatheters. It is probable that the stent was deployed inside the microcatheter as it is not a compatible device. An assignable cause of user error will be assigned to the reported event, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure, the stent (subject device) was missing, after further investigation, it is suspected that microcatheter used was too big and stent (subject device) had possibly deployed at the base of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.